Event description:
Caller reported an issue with the insulin gauge displaying a different amount than expected, experiencing a fill estimate problem with the pump. There was no adverse impact to the customer¿s blood glucose level. Cts educated caller to make sure to complete cartridge air removal step prior to filling the cartridge. Caller was advised on proper steps to remove air from the cartridge and acknowledged the instructions but chose not to load a new cartridge and will continue using the current one, opting to follow up if needed.